Manufacturer narrative:
(B)(4).

Event description:
Per a CT scan performed on (B)(6) 2018 "the ivc filter is tilted with the superior tip anterior with regard to the ivc. The superior tip does not appear to contact the ivc wall. Perforation of the ivc wall is noted. "

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip,dvt, post-thrombotic syndrome, clots (occlusion), unable to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. (B)(4) devices in lot. No relevant notes on wo for neither device (igtcfs-65-jug) lot# 2091368 (e2170275), nor tulip filter lot# 1477111 (e2177041 + e2177044). No other complaints on lot.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Patient code(s): no code available (3191) ¿ worry this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported post-thrombotic syndrome is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, post-thrombotic syndrome, tilt, vc perforation no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is alleging filter migration. Patient further alleges, "since the day they were unable to remove the filter I have worried about it being in my body." Percutaneous filter retrieval was attempted on (B)(6) 2018 but failed. (B)(6) 2018 - attempted ivc filter retrieval operative report. "He was prepped and draped sterilely. 2% xylocaine used to anesthetize the right internal jugular access site. We imaged the right internal jugular vein, this was thick walled and partially compressible. We obtained a venogram of the right internal jugular then right subclavian vein and svc. We were unable to place a cook ivc filter retrieval sheath in this vessel, therefore procedure was terminated. Patient tolerated procedure well." Findings: "right internal jugular partially compressible secondary to chronic thrombus and thick walled. Right internal jugular appears near occlusive." Impression: "right internal jugular appears near occlusive. Right svc and subclavian veins are patent. The patient has had radiation therapy for his thyroid ca and squamous cell ca of tongue. Patient's anatomy is deformed with the right internal jugular being inaccessible to an ivc filter retrieval sheath."

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event or product problem: adverse event to product problem. Type of reportable event: serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/dec/2017 as follows: patient received an implant on (B)(6) 2008 via the right internal jugular vein due to pulmonary embolism. Patient is alleging dvt, post-thrombotic syndrome, unable to retrieve, clots.

Event description:
Patient allegedly received an implant on (B)(6) 2008. Patient is alleging vena cava perforation, tilt, device is unable to be retrieved, and subsequent dvt. Per CT report, "retrievable infrarenal ivc filter is slightly tilted to the right with struts extending beyond the ivc wall into the adjacent. Grade 2".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4) the event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on: (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.